Manufacturer narrative:
Used sample pieces were returned for analysis. The suture pieces were examined visually and it was noted blood residues and tissue on the suture pieces. In addition, the suture pieces were examined for visual inspection attribute defect under magnification and barbs were missing or damaged along the strand and the suture ends were noted to be cut. Furthermore the body of the suture was split. As the suture is absorbable and due to the condition of the sample returned, the tensile strength test cannot be performed as the process of degradation has begun due to the exposure to the environment. No conclusion could be reached on why the customer reports that the strand was broken, due to condition of the sample returned.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the barbed suture was used. During a follow up appointment two and a half months after the procedure, multiple breaks in the suture were observed along the joint capsule incision site and the suture was absent at the proximal end of the incision. The pieces were removed and the incision was re-sutured with another like device to address this issue. Additional information has been requested.